Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A twenty-six-year-old female patient was admitted with cardiomyopathy. An impella 5.5 was placed as a bridge to durable left ventricular assist device (lvad). On (B)(6)2025, the patient cardiac arrested and was placed on veno-arterial extracorporeal membrane oxygenation (va ECMO). Some suction issues with impella once ECMO was initiated. No further information was provided for patient so unsure whether patient expired.

Manufacturer narrative:
Updated information: d1 brand name updated. D4 catalog number, serial number updated. H6 component code changed to g07003. The investigation for cardiac arrest has been completed.the root cause of the injury was not determined due to insufficient clinical details.